Manufacturer narrative:
Device used for treatment and not diagnosis. Our investigation has shown that the t-handle of the returned inserter is indeed broken off. It is clearly visible that the top of the inserter as well as the surface of the t-handle have been struck with heavy hammer blows. Based on these findings we suppose that excessive use caused the malfunction of this device. Further investigation showed conformity of the article in question to the company specification and no apparent fault of material or manufacturing was detected.

Manufacturer narrative:
The device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
A device report from synthes (B)(4) provides information from a facility in (B)(6) regarding the t-handle for the inserter for the titanium elastic nail (ten). During the operation, the inserter for the ten broke. It was reported that there was no harm to the patient. No additional information was provided.